Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working. A field service engineer (fse) verified the reported login failure onsite and confirmed that the issue persisted despite the biometric identifier being reseated. The fse powered off the pyxis system, removed the 01-style biometric reader, installed a 02-style biometric reader, powered the system back on, accessed administrator mode, connected a universal serial bus device, ran the local identity management batch file with administrator privileges, and completed testing using the hardware test application, which confirmed normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not working. However, there were no delays or adverse events or injuries reported based on this event.